Event description:
It was reported that the patient was experiencing intense pain following the implant procedure. The patient was admitted to the hospital and was provided pain medication. The patients pain has gotten better.